Manufacturer narrative:
Pump analysis results revealed no anomalies. Results code no longer applies. Conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n557978, implanted: (B)(6) 2015, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8785, lot # n554132, implanted: (B)(6) 2015, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. The event date was (B)(6) 2015. Post operatively the patient experienced intermittent withdrawal symptoms. The cause was not determined. The logs were read. Surgical intervention occurred and the pump was replaced. The patient was not currently experiencing any withdrawal symptoms. Patient status was alive; no injury. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.